Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation revealed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition and that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. No intervention was performed. The patient had no adverse consequences.